Manufacturer narrative:
D10 concomitant medical product: 88862410-89, 88862410-89 steel5 4x45cm hos14 rotogrip (lot# d4b3977y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, during chest closure, while the surgeon was putting on the 3rd sternal wire of a set of 4 per pack, the needle came off from the wire when pulled. A new suture was opened to complete the procedure. There was no patient injury.